Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the valve tubing's irrigation connector is damaged and that a fragment is broken off and missing. However, the fragment could not be flushed into the patient's body cavity since it does not fit through the suction/irrigation tube due to its size. The damage was most likely caused during cleaning/reprocessing. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the valve tubing without showing any abnormalities. As clearly stated in the instructions, the instrument must be inspected and tested before use. It has to be ensured that the valve tubing is not damaged. If the instrument is damaged or does not function properly, it has to be replaced. The case will be closed from olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes.

Manufacturer narrative:
The suspect medical device has not yet been returned to the manufacturer for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic laparoscopic nephrectomy procedure, it was noticed that the valve tubing's irrigation connector was damaged and that a fragment was broken off and missing. It is unknown when this damage occurred and whether the fragment was possibly flushed into the patient's body cavity. However, the intended procedure was successfully completed with the same set of equipment and there was no report of any adverse event or patient injury.